Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. However, the error code was confirmed in the event log. The cables were reseated and preventive maintenance was performed. System calibration and operation were performed. The system was then tested and met all product spcs. (B)(4).

Event description:
A biomedical engineer reported receiving a system message that appeared during a case. The system was switched out and the case was completed. There was no pt injury reported.